Event description:
It was reported that the pump has stopped all insulin delivery. There was no patient involvement, as the issue occurred during setup of the pump and it was not being used on the customer.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.